Event description:
Boston scientific received information that the left ventricular (lv) lead was non-functional, with pacing impedance measurements greater than 2,000 ohms and no capture at maximum outputs. The device was programmed to right ventricular (rv) lead only pacing, however, rvp/lvp (rvpace/lvpace was observed. Bi-ventricular trigger was programmed off and the rvp was now observed appropriately. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.